Event description:
It was reported that during a generator change out, the set screw would not loosen and release the lead. The physician used a drill to remove the set screw and release the lead. The device was successfully explanted from the patient.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.